Event description:
The target lesion was mid right coronary artery. The lesion was a de novo, moderately calcified and moderately tortuous. There was 90% stenosis. It was an emergent case due to an ami. A guide catheter (mach1 7f fr4 sh) was engaged and a guidewire (runthrough) crossed the lesion. Pre-dilation was conducted (maverick ii, 3.0/15mm) and the cypher (3.5/33mm: complaint product) was delivered to the target lesion, but the physician felt something unusual while it was being delivered to the lesion. Therefore, the physician retrieved the cypher from the pt and confirmed the stent to be flared (flared portion unk). To finish the procedure, a new stent (unspecified) was implanted at the target lesion. The procedure was finished successfully. There was no pt injury reported. The product will not be returned for analysis because it was an emergent case and the product was mistakenly discarded by the nurse. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Strut uplift is a known potential adverse occurrence associated with attempting to implant coronary artery stents. Without the return of the product, the reported customer complaint could not be confirmed, however, there are vessel/lesion characteristics that may have contributed to the reported event.